Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 2.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage as the distal stent struts were lifted and overlapping. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 32 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 32 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.